Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: visual inspection of the drill bit indicates that the device is broken into two fragments from the tip of the drill. Broken surface shows minor chevron lines with relatively smooth surface without any plastic deformation which indicates towards a brittle failure of the drill due to mechanical overload leading to sudden breakage. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by a mechanical overload during drilling. However, a recurring nc was opened previously for such kind of issues in which no nonconformance related to product was found and it was closed without any further actions. If more information is provided, the case will be reassessed.

Event description:
As reported : ''18-year-old patient admitted to the emergency room following a high-kinetic"avp" from his scooter without a helmet. During the operation, a t2 femoral nail was inserted using a nail-holder from a die thrower, which malfunctioned when the drill bit was inserted in order to fit the proximal synchro list. This was not in front of the hole. When inserting the nail, the nail-holder shifted. After several attempts at insertion, the bit broke.".

Event description:
As reported : ''18-year-old patient admitted to the emergency room following a high-kinetic"avp" from his scooter without a helmet. During the operation, a t2 femoral nail was inserted using a nail-holder from a die thrower, which malfunctioned when the drill bit was inserted in order to fit the proximal synchro list. This was not in front of the hole. When inserting the nail, the nail-holder shifted. After several attempts at insertion, the bit broke."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.